Event description:
Customer's daughter called customer service to request assistance setting the date and time in customer's freestyle freedom lite blood glucose meter. While on the phone she reported that on may 4, 2011 customer received a reading of 139 mg/dl and noted he was "hallucinating". Customer called his healthcare provider and was instructed to go to a local healthcare facility where a reading of 495 mg/dl was received. Customer did not receive any diabetes specific diagnosis, but was treated with insulin via intravenous infusion. Customer also acknowledged being treated with "cortisone" for a "back condition". Customer self-treated by eating sherbet and "carbohydrate foods". There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
This is an initial report. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. The standard deviation was within specification and no errors were observed during control solution testing. The reading the customer reported was not found in the meter memory.